Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the backlight of the display of the external pulse generator (epg) was not working. It was indicated that the display wires were pinched. It was also indicated that a case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight of the display of the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.